Event description:
It was reported that the cable in the flex arm would not tighten. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. Functionally evaluated flex arm rigidity by manually fully tightening and manipulating the instrument. The instrument tip was insufficiently rigid after full tightening. The above observations are consistent with anticipated wear due to a worn internal cable, resulting in the foregoing event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.